Event description:
It was reported after the catheter was introduced, it kinked at the tip and would not straighten. The physician tried multiple times to remove the catheter but was not successful until he cut the catheter just above the handle. This partially released the tension at the tip and he was able to withdraw the catheter. The patient developed a right atrial perforation and tamponade that was treated with pericardiocentesis.

Manufacturer narrative:
The returned catheter was received with the entire length of the shaft removed at the base of the handle. Manual testing confirmed the catheter deflection capabilities were fully functional in the catheter shaft and steering mechanism. The cause of the reported event could not be identified or confirmed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 05/26/2010. Date the initial reporter provided the information to the manufacturer: 05/05/2010.